Event description:
It was reported that the unit was found with a broken user interface holder. No other info was available about the event. There was no pt involvement.(B)(4).

Manufacturer narrative:
The reported user interface holder was investigated at the hosp by our field service engineer. The reported breakage could be visually confirmed by the inspection of the returned photograph. The broken panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of (B)(4), pulse duration (B)(4), and total number of (B)(4) impacts. It's unk to us under which conditions the reported panel holder broke.